Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was having difficulty cooling to the target temperature of 33c. The patient's temperature was 35.9c and the flow rate was 1.9 l/min. The patient was using small pads and there was abdomen exposed. The patient was paralyzed, the wbc was 24 and it was suggested by ms&s that they speak with their medical team regarding heat generation. The pads were disconnected and reconnected and the flow rate increased to 2.9l/min.

Event description:
It was reported that the patient was having difficulty cooling to the target temperature of 33c. The patient's temperature was 35.9c and the flow rate was 1.9 l/min. The patient was using small pads and there was abdomen exposed. The patient was paralyzed, the wbc was 24 and it was suggested by ms&s that they speak with their medical team regarding heat generation. The pads were disconnected and reconnected and the flow rate increased to 2.9l/min. Per follow up with the micu on (B)(6) 2018 at 352.401.8289 it was stated that the patient was able to complete therapy with no noted issues.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.